Event description:
Customer reported experiencing cartridge errors which required refilling the cartridge after inserting a new one. There was no adverse impact to the customer¿s blood glucose level. The customer declined additional troubleshooting, and the case was documented and closed by technical support without further action.